Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration/dose/frequency via an implantable infusion pump for non-malignant pain. It was reported the healthcare provider (hcp) was continuously bumping up the patient's pain medication, so the patient's pain was not so bad. Since the hcp has been doing that, the patient wakes up with major muscle and joint pain. The patient scheduled an appointment with a rheumatologist in (B)(6). It was also noted the patient's hormones were out of "whack." The patient stated that she was under the impression that having a pain pump means that the pain medicine does not pass through the internal organs such as the liver and kidneys and wanted to know if that was correct. The patient recently had to be treated for a kidney infection, which she has not had for years. The patient wanted to know if the medication in the pain pump effected her organs, muscles, joints and hormones. It was noted the patient took a hormone replacement due to a complete hysterectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.